Event description:
Spacelabs received a report of a failure to alarm for vfib in ICU room 4826. It was reported that the waveform was picking up as noisy signal. Pt was defibrillated by the clinical staff.

Manufacturer narrative:
A spacelabs field service engineer was sent out to the hospital to evaluate the suspect device. Hospital personnel clarified that a vfib alarm did in fact occur that alerted the clinician to the pt event. However, the customer was concerned that the product interrupted the vfib alarm with an occasional noisy signal alarm message. The device in use at the time of the event was tested and was determined to meet specifications further evaluation of info available in (B)(4) by spacelabs personnel confirmed that the monitor generated 7 vfib and 2 vrun alarms during the entire 6 minute episode. The alarms were occasionally interrupted by irregular waveforms. When the vfib alarm did terminate briefly (due to the lack of concurrent irregular beats required for a vfib alarm as a result of the irregular waveforms), the lower priority "noisy signal" alarm activated. Spacelabs considers this issue closed.